Manufacturer narrative:
The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. The error was duplicated through testing. During visual inspection, worn clutch halves were identified as causing the reported product issue. The pump is over 9 years old; the need for new clutch halves is due to normal wear and tear of the device. The clutch halves were replaced. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.